Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there was blood/fluid in the outer tubing overlay and on the distal conductor (non-obstructing), and the helix/lobe was distorted/bent.

Event description:
It was reported that during the implant procedure, there was a wire fracture and insulation breach which created difficulty in undeploying the lobes. The lead was not implanted. No patient complications were reported as a result of this event.